Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro clamp was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the handle of the harvesting tool. Tissue and char material was observed on the jaws. A visual inspection was conducted. No breakage of device was observed. The shaft and the handle were not snapped nor separated from each other and the device remained in one piece. The shaft was observed to be bent at the center. No other visual defects were observed. Based on the return condition of the device, the reported complaint was not confirmed for the reported failure mode "break", but the analyzed failure mode "bent shaft" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro clamp was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.